Event description:
Stryker reference#: (B)(4). It was reported that operating room 19 mmp 200: motor cover fell off of boom and hit a nurse in the arm. Small screw that holds cover appeared to have come out. Nurse was hit during prep, and there was no patient present or involved. Cover is holding, but has a crack on the side.

Manufacturer narrative:
While there was a report of an employee being struck, there was no permanent injury sustained. There was no patient involvement in this incident and no adverse outcome was reported. There is no expiration date for the product. The product was not returned to the manufacturer, but was replaced on site. Evaluation summary: it was reported that a motor cover fell off the boom and hit a nurse in the arm. The cover referenced in this instance is considered the knuckle cover for the articulating boom, mmp 200. This cover is located at the distal end of the motor arm on the articulating boom. This cover is held to the arm via two machine screws. If these screws are not in place, there is a potential for the cover to fall. The cover fell off during preparation for a case and struck a nurse in the arm and left a small bruise. While the cover did strike a nurse, there were no severe adverse consequences reported. This is not a single use device.